Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced feeling very sick , vomiting, diarrhea and was getting ¿out of it¿. The cgm reading was 300 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the emergency room. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was high, but no specific reading was reported. The patient was treated with insulin and intravenous fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.